Event description:
The customer reported that they were experiencing pain while using their pump in style device. The customer also reported a yeast infection during follow up.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer on (B)(4) 2012, the customer indicated that she may have thrush. The customer stated that she went to primary care doctor and was given medication to treat thrush. She also indicated that the suction on her pump was too high, causing pain while pumping. During follow up the customer stated that they had already shipped the original pump back for testing. If the original device is received resulting in new, changed, or corrected info, an updated report will be filed at that time. It cannot be definitely concluded that the pump caused or contributed to the customer¿s thrush.